Manufacturer narrative:
Further information requested but was not received.

Event description:
It was reported that the patient presented in the clinic. Upon interrogation, the atrial lead failed to sense and capture. The atrial lead was explanted and replaced. The patient was stable throughout.